Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) there was no reported device malfunction and the product was not returned. Angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a tight lesion in the proximal left anterior descending (lad) artery with mild calcification. Pre-dilatation was performed with a non-compliant (nc) balloon. The 2.5 x 23 mm implant was deployed and post-dilated with a 3.25 x 12 mm nc trek balloon. The final angiographic residual stenosis was less than 10%, but implant thrombosis occurred while still on the cath lab table. A 3.0 x 23 mm xience xpedition stent was deployed inside the implant. The patient was prescribed aspirin and tirofiban for dual antiplatelet drug therapy (dapt). Two days later, while still in the hospital, the patient experienced unstable angina and thrombosis occurred again inside the xience xpedition stent. The thrombosis was aspirated and high pressure post-dilatation was performed. The patient had been compliant with dapt. Dapt was changed to ticagrelor. No additional information was provided.